Manufacturer narrative:
(B)(4): pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2006. The patient underwent another procedure on (B)(6) 2011 during which the sling and soft tissue in surrounding area were removed, and noted to be chronically inflamed. It was reported that during that surgery, a sparc ams and elevate were implanted into the patient. It was reported that the patient experienced physical pain, and additional impairments; and will require additional medical treatments. No additional information was provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, and recurrence. It was reported that the patient underwent hysterectomy in 2009. It was reported that the patient underwent mesh removal concurrently with sparc and elevate implantation on (B)(6) 2011 due to incontinence and abdominal discomfort. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced vaginal vault prolapse and intrinsic sphincter deficiency with urethral hypermobility. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-04950. The same patient is represented in each medwatch.